Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 17-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station keyboard had failed to response. The field service engineer (fse) had confirmed that the customer had resolved the issue by rebooting the station, which had then functioned properly. The system functioned as intended after the customer resolved the device issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was unresponsive. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.